Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th distal stent segments with struts raised. Additional information: it was difficult to advance the delivery system after entering the right coronary artery through the guide catheter. When the stent was withdrawn, it was noted that stent struts were turned outward. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavour resolute rx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 100% chronic total occlusion located in the distal right coronary artery (rca). Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was not completed. No patient injury was reported.